Event description:
The ge oec 9800 fluoroscopy system was being checked by the facility and the image quality was reported as fluctuating in contrast, although the x-ray technique remained constant.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the image quality issue to a failing low voltage power supply in the workstation that was removed and replaced. Voltage output of +5 volts was verified. Additionally, the default setting of the metal rejection feature was also adjusted. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction.